Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy out of the sheath. It was removed and manual pressure was held. The patient was reported to be in stable condition, and the procedure outcome was good. There was no reported blood loss. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath as can be seen in the attached pictures. No other visual anomalies were noted. Functional testing was preformed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released but the tamper tube did not release from the sheath. No other functional anomalies were noted with the returned device. The device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried bloodlike substance was observed on the tamper tube. No other visual anomalies were noted. The tamper tube was dimensionally measured and found to be: the outer diameter of the tamper tube = 0.059'', the inner diameter of the tamper tube =0.025'', all measurements were found to be within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on june 4, 2019. The device would not advance the anchor. Hemostasis was achieved by manual compression.